Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned. The device history record was unable to be reviewed for this device since the exact manufacturing date was unable to be determined. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to external stress. The stress applied to connecting tube in wrong direction which may have caused the external stress to the tube. The event can be prevented by following the instructions for use (IFU) which state: "preparation and inspection- move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The field service engineer on behalf of the customer reported to olympus that the connectors for the endoscope reprocessor were broken. It was an out-of-box failure. The issue was identified during reprocessing. There were no reports of patient harm associated with the event. This report captures the complaint on the connecting tube. The complaints on the second connecting tube and reprocessor captured in related patient identifiers: (B)(6) and (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event:" both sides of the orange plastic levers were fully broken off/detached/missing from the orange plastic connector". Olympus will continue to monitor field performance for this device.